Event description:
It was reported that the left ventricular (lv) lead's pacing impedance was high in all configurations except one, r waves were not visible and no pacing was present during an implant procedure. A lv lead fracture was suspected. The lv lead was exchanged, and all parameters were normal.

Manufacturer narrative:
The reported events were fracture, failure to capture, high pacing impedance and r-wave amp variation. As received, a complete lead was returned in one piece and a connector sleeve for evaluation. The reported event of fracture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection of the lead did not find any anomalies. The reported events of failure to capture, high pacing impedance and r-wave amp variation were confirmed. The lead connector passed insertion testing into the test ICD device and into returned is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field event of failure to capture, high pacing impedance and r-wave amp variation.